Event description:
A customer contacted beckman coulter (bec) to report a leak of approximately 10ml of clear liquid around the random access module and triple transducer module area in a coulter lh 750 hematology analyzer. The operator was wearing personal protective equipment (ppe) consisting of a labcoat, gloves and glasses at the time of the event. No injury or exposure was reported. No erroneous results were generated.

Manufacturer narrative:
A field service engineer (fse) performed troubleshooting over the phone and had the customer replace the lower sheath restrictor tubing which resolved the leak (the sheath flow restrictor restricts the upper sheath flow and directs it into flow cell port 3 during sample analysis). The cause of the leak is attributed to the lower sheath restrictor tubing. (B)(4).